Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump slid into the couch and when the couch was reclined the pump touch screen became shattered. In addition, customer is unable to interact with the pump touch screen due to the touch screen becoming blacked out. Customer's blood glucose was 88 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.